Event description:
The customer reported a leak inside the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 3 mls and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot with help from customer technical support (cts). The customer found that the tubing had popped off pinch valve pv47 at feed through fitting ff151. The customer trimmed and reattached the tubing. The customer verified that the instrument was running without any leaks. The repairs were verified per established procedures. (B)(4). Customer troubleshot with cts.